Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6)2010, a rise in threshold was observed. X-ray revealed another lead dislodgement. The lead was capped.

Event description:
Patient presented to the ER after receiving multiple shocks. X-ray revealed that the lead had dislodged to the right atrium. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.